Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented for initial implant of a left ventricular lead. The patient's left subclavian vein was occluded, so the lead was implanted through the right subclavian vein and an attempt was made to tunnel the lead to the pulse generator on the left side of the chest. The lead was dislodged in the process, because it was too short to reach the left chest. As a result of the dislodgement, the lead lost capture. The lead was left in place and the procedure was concluded. On (B)(6) 2018, an addtional procedure was performed, and the lead was successfully explanted and replaced. The patient was in stable condition before, during, and after the explant procedure.

Manufacturer narrative:
Correction: the previously reported serial number: (B)(4) was incorrect; the correct serial number is (B)(4).

Manufacturer narrative:
Correction: manufacturing date is feb 27, 2017. Operator of device is healthcare professional.